Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-16210. It was reported during the lead replacement procedure on (B)(6) 2021 (MFR report number 1627482-2021-15399) the distal end of leads were exposed to extract entire leads and to decrease chance of migrating the other chronic leads. The distal end of the lead was cut which created open circuit with abnormally high impedances. Leads were explanted and replaced.